Event description:
Patient underwent emergent cardiac cath procedure. A bmw guidewire was inserted, filter wire was deployed, and a des was deployed proxima to the filter wire basket. The bmw wire was then removed. Two additional stents were deployed. The retrieval was unable to be fed down the wire to capture the basket. Several strategies were attempted to remove the filter without success. After several attempts the filter wire was pulled back without retrieval. It was decided to jail the basket with an additional stent that was deployed rapidly. Procedure was completed and patient returned to ICU.